Event description:
It was reported that that patient had right atrial (ra) lead oversensing. It was noted that during an office visit, noise and oversensing were reproduceable both unipolar and bipolar while doing isometrics. Sensitivity was adjusted at the last follow up but continues to have oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead, (B)(6) 1997. (B)(4).